Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure, after implanting the implantable cardioverter defibrillator (ICD), it was noted that the ICD exhibited high pacing impedance, high capture thresholds and failure to capture. The ICD was not used and a new ICD was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture and high pacing impedance was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was normal.